Manufacturer narrative:
B3 - date of event: event date was not provided at the time of reporting. The first date of the month of the aware date was selected.

Event description:
It was reported that the suture was implanted. A 7.3 fr flexima all purpose drainage catheter with lock was selected for use. During device removal, a resistance was felt when the remaining suture was retrieved. There was a concern that this would damage the organs by pulling out the device by force. The suture was cut out and the remaining part was implanted subcutaneously. The procedure was completed, and there were no patient complications reported.